Manufacturer narrative:
Other relevant device(s) are: brand name: micra-delivery system, model #: mc1vr01-delsys, expiration date: 28-apr-2022 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 2020-11-20. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure that the patient experienced complete heart block, perforation, tamponade and pericardial effusion. A sternotomy was performed and drain used. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.